Event description:
Physician was using intuitive da vinci robot when camera arm stopped working during a case and listed non-recoverable error 23020 fault. Camera arm was replaced next day with a re-manufactured arm and tested by intuitive engineer. Same arm failed again just prior to the start of next scheduled case. Engineer replaced a second camera arm. As a precaution, two other robotic arms where replaced to match software version of the third.======================manufacturer response for da vinci robot endoscopic instrument control system: manufacturer was sympathetic and regretted circumstances surrounding robot arm failing twice in a row. Manufacturer offered to add hospital to their "customer care plan," which is designed to increase customer confidence by having service engineer download machine values after each use. In theory, downloaded values will identify issues prior to them happening.